Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review was performed. The device was returned to the manufacturer for evaluation. The filter was returned with all legs present and uncrossed. Therefore, the investigation is inconclusive for failure to expand. The root cause could not be determined based upon available information. The device is labeled for single use. H10: g4. H11: g1, h6 (results & conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced activation failure including expansion failures. This information was received from one source. One patient was involved with no patient consequences. The patient was male. Age and weight information was not provided.

Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review is currently being performed. The device was returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced activation failure including expansion failures. This information was received from one source. One patient was involved with no patient consequences. The patient was male. Age and weight information was not provided.